Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. The system controller (serial number (B)(6) was not returned for analysis, and no log files were associated with the reported event. Per additional information, it was stated that the controller was returned on or after 20jul2020; however, the controller was not received and no tracking information was available. The nature of the reported backup battery fault alarm was unable to be determined, and the root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instruct users on how to resolve all specific alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient received a backup battery fault alarm. The patient was instructed to come into the clinic for further assessment. The account reseated the emergency backup battery (ebb) with return of the alarm. The controller was exchanged for the patient's backup controller. A new low flow software controller was requested.